Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The device did not engage properly. The clips did not feed into the jaw. A new device was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. Eval summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. However, during each firing sequence, the trigger hesitated when attempting to open device. Although no aid was required to open trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.